Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(6). Event occurred in denmark. It was reported that the patient faced an event of abscess at the infusion site on 09-aug-2024. Patient suffered from nodeli pain and tingling. Pateint took penicillin treatment for the issue. No further information was available.